Event description:
The caller reported a malfunction on their pump with no adverse impact on their blood glucose level. The pump screen had gone dark, but it turned on again after plugging into a power source, despite continuing to display a malfunction code. Technical support assisted in trying to reset the pump, but the malfunction persisted. The pump was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump, as no backup therapy was available. Technical support arranged to replace the pump and advised the caller on programming settings and connecting the cgm to the new pump. The customer agreed to send insurance card pictures and acknowledged receiving a pump with updated software. No additional information was provided regarding any backup therapy measures.